Event description:
Please verify and update the receiver serial number since an rga was created and the receiver serial number was not provided. Please indicate in the additional information field the reason if the information is not available.

Manufacturer narrative:
(B)(4).